Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested but not available: clarify when the needle and suture separated (while in the package, during dispensing, during use)? Evaluation: one complaint sample was received in open condition. During visual product evaluation, needle separation from suture is evident . As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects and no defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects and no defects were observed. The needles were inspected for any attribute defects and no defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation but no deviation was observed. Sterilization run record, finished goods records reviewed and were found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture needle pull off, needle pull test is applicable & measurable parameter. All the individual needle pull off values for retain sample were found above usp individual specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the time of procedure suture separated at swage in the time of hold the needle. No patient consequences reported.